Event description:
The customer called to report that she experienced low blood glucose levels after inserting a sensor. The customer did not know what was causing the low blood glucose levels, and stated that she would be going to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.